Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 21 days post implant, the vad coordinator reported observing pump stop events in the patient's event history log. The vad coordinator replaced the patient's system control. No further issues have been reported.

Manufacturer narrative:
The pump is not available for evaluation as it remains in use supporting the patient. No additional information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.